Event description:
The micro sagittal saw was sent for eval because smoke was coming out of the device during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device w/o any procedure delay.